Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose level was 420 mg/dl. The customer's other blood glucose level was 382 mg/dl. The customer declined the troubleshooting for the high blood glucose. The customer was not using the auto mode. The customer also reported that insulin pump had insulin flow block alarm and customer reports the insulin was exited but there was greater than normal resistance when attempting plunger push. The device will not be returned for the analysis.